Event description:
Outcome improved.

Event description:
After a carotid stent procedure and during hospitalization, the patient experienced right leg weakness, probably due to either a left aca embolic infarct or aca infarct from hypo-perfusion. Cerebral perfusion with tigh blood pressure control,pt & ot, was maintained.